Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. They reported that they had sciatic nerve pain that they suspected could be related to the implanted device. The pain started thursday night. They turned therapy off and had some relief with that and were taking ice and acetaminophen and did exercises, but started leaking really badly friday, so they turned it back on at a lower setting. They had also lost some weight since implant, and the device was turned on its side and not flat. They could not lay on it because there was a lump there. The device turned on its side probably two or three weeks ago, and the doctor warned the patient this might happen. Considerations regarding the possibility of overstimulation were reviewed, as well as how to change programs to see if they could find one that was both effective and able to be kept at a comfortable amplitude. The patient had already made a call to their managing physician's office and they were waiting to hear back. They commented after changing programs they already felt some relief down the leg. Additional information was received from the healthcare provider (hcp). The hcp stated that the reason why the ins tilted was due to patient having to take care of their parents. The patient will schedule a surgery to have the ins reposition. No further complications were reported.